Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient presented with necrosis. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient recovered well. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.